Event description:
One month post-implant, an increase in threshold and decrease in sensing anomaly were observed. Lead dislodgement was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.